Event description:
The consumer reported that she had a couple of falls and was going to see their healthcare provider. The patient had a fall in june over a brick wall and had scars from that and another fall was two weeks after the first in the first week of july which really messed their back up. The patient didn¿t know if the wires were messed up or not. The patient mentioned they got all the bars on the recharger and it worked, but it didn¿t work as long as it used to. The patient stated the battery wasn¿t holding a charge as long and it started less than a week after the last fall. The patient had muscle cramps and neuropathy that the machine wasn¿t helping like it used to starting at the end of july. The implant used to help and it was going back to the way it used to be and the patient¿s back was hurting. The indication for use was non-malignant pain.

Manufacturer narrative:
Product event summary: evaluation determined that investigation is needed because it was reported that after the patient fell the device didn't work as long as it used to. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the cause of the device not hold a charge as long after a fall is unknown. Follow-up was done with the patient and the root cause was not found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the device not lasting as long or helping like it used two were two bad falls. There was nothing out of place or broken. The steps taken to resolve it was reprogramming the device to different positions and it works okay. No further complications were reported or anticipated.